Event description:
The device was applied during a pneumonectomy procedure. Reportedly, the staples did not form properly. A portion of the pulmonary vein was resected. The surgeon manually sutured to complete the procedure. The hosp has reported that the pt's status is satisfactory.